Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Event description:
It was reported remote transmission displayed a low battery voltage. A rapid battery depletion since (B)(6) 2013 was noted. Remaining longevity was very short. Device was explanted and replaced. Patient was well after event.